Event description:
A nurse reported with a description of damaged intraocular lens (iol) during the case, issue was with insertion and getting stuck in the wound.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).